Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 228mg/dl at the time of the incident. Customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 38 alarm during rewinding due to jammed motor gearbox.